Event description:
It was reported by the doctor that the patient's seizures was due to the patient getting very drunk not due to the vns. The vns was noted to be functioning well. No further relevant information has been received to date.

Event description:
The patient reported that she had. Had 2 gtc seizures a week prior and wanted her vns settings increased. The patient's settings were decreased over 6 months prior. No further relevant information has been received to date.